Event description:
Physician was firing stapler through the stomach when it did not completely fire and left staples half way sticking out. Physician had to pull out the staples that were sticking out half way and re-staple over the mis-fired staple line.======================manufacturer response for tissue stapler, echelon flex 60 (per site reporter).======================would like to have device returned for evaluation.